Event description:
It was reported that the atrial lead exhibited intermittent sensing. The lead had dislodged and was repositioned (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.